Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 112 mg/dl at 8:36 a.m. On the contour next meter. The meter automatically marked it as a control test, and so the reading be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 8lpec58e using a blood sample, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly marked as blood tests in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.